Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments or partial display and perform the displacement test, sleep current measurement, active current measurement and self test or verify missing segments or partial display due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 360 mg/dl. The customer reported that the insulin pump screen was flashing and has unknown alarm. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.